Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the tibial component shows clear signs of loosening with radiolucence and some cysts. The pe can not be assessed directly with the CT, but it seems as if it is in place and intact. The talar component then shows some radiolucence and is likely loosened as well. While the subtalar joint is fusioned, the talo-navicular joint does not show signs of loosening.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cysts around the tibial component. If device is returned or any further information is provided, the investigation report will be reassessed.